Event description:
It was reported through the litigation process that, a patient underwent port implantation for an unknown medical condition. About sometime later, the patient was diagnosed with port site infection. Subsequently, the port was removed on (B)(6) 2024. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient underwent port implantation for an unknown medical condition. About sometime later, the patient was diagnosed with port site infection. Subsequently, the port was removed on (B)(6) 2024. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, an unknown bard powerport was implanted in a patient. The patient was presented to hospital with fever and chills. Blood culture on the same day confirmed gram positive cocci. Subsequently, the patient was treated with broad spectrum antibiotic. Next day, the patient was consulted for sepsis. Further, six years, three months and three days later, an unknown right sided port was removed due to exposed port, cellulitis and port site infection. Fluoroscopy was used to ensure the port and catheter were removed in their entity. Two months and fourteen days later, another right sided port was removed due to port site infection. Fluoroscopy was used to ensure the port and catheter were removed in their entity. Therefore, it can be confirmed that the patient had port site infection at right sided port. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.